Event description:
Patient reported "discovered fluid around the right implant and inflammation. The implant moved into the armpit, causing pain in the armpit. The right breast became larger, capsular contractures. The level of lymphocytes was high.. Discovered rupture of right implant and capsular contracture, baker grade iii-IV. This relates to the right side. Device has been explanted and replaced non-allergan.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph(s) for the device related to the reported event rupture, inflammation, seroma, pain, migration and capsular contracture was requested on 26-february-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Migration: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "discovered fluid around the right implant and inflammation. The implant moved into the armpit, causing pain in the armpit. The right breast became larger, capsular contractures. The level of lymphocytes was high.. Discovered rupture of right implant and capsular contracture, baker grade iii-IV. This relates to the right side. Device has been explanted and replaced non-allergan.

Event description:
Patient reported "discovered fluid around the right implant and inflammation. The implant moved into the armpit, causing pain in the armpit. The right breast became larger, capsular contractures. The level of lymphocytes was high. Discovered rupture of right implant and capsular contracture, baker grade iii-IV. This relates to the right side. Device has been explanted and replaced non-allergan.

Event description:
Patient reported "discovered fluid around the right implant and inflammation. The implant moved into the armpit, causing pain in the armpit. The right breast became larger, capsular contractures. The level of lymphocytes was high.. Discovered rupture of right implant and capsular contracture, baker grade iii-IV. This relates to the right side. Device has been explanted and replaced non-allergan.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/21/2024.